Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex esophageal fully covered stent was to be implanted in the esophagus to treat a malignant stricture due to esophageal cancer during an esophageal stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tight but not tortuous. During the procedure, while inserting the wallflex esophageal stent over the guidewire, the white olive tip was noted to have separated from the delivery catheter. Deployment was still attempted, but the wallflex esophageal stent did not deploy. The white olive tip was removed together with the delivery system, and the procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant and showed the white olive tip was detached from the delivery system.